Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was seen in the emergency room after having a syncopal episode. Noise was observed on the right ventricular (rv) lead and right atrial (ra) lead. It appeared that the noise was oversensed and led to inhibition of pacing. Telemetry noise was also seen. Boston scientific technical services discussed that there may be internal and external noise issues. Telemetry was re-established and no noise observed. Isometrics were performed and the noise was not able to be reproduced. Ts reviewed additional device data and was unable to uncover any potential source for the patient's syncope. Further investigation was to be performed with the patient's physician. A request for additional information was made. No further information is available at this time. The system remains in service.

Event description:
Subsequent information indicated that the device was explanted for normal battery depletion. The device was returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The reported clinical observations were not able to be confirmed.